Event description:
Four (4) pts that underwent breast surgery experienced a secondary inflammatory response. Minor surgery was performed to manage the cases. The suture was removed through the use of local anesthetic with incision into the inflamed regions as needed. Discussions with the dr that performed the procedures revealed that the suture was placed too superficially. Superficial placement of this type of suture may cause localized inflammatory response.

Manufacturer narrative:
The date(s) of the procedures (i.e. "Date of event") are estimated to have occurred during 2008. The implant date (s) are estimated to have occurred during 2008. The explant date (s) are estimated to have occurred during 2008. The prod was reported as quill srs, size 2-0, material type pdo. A prod code and lot number were not available. The device was not retuned for eval. Furthermore, the prod code and lot number is unk. Results: discussions with the dr that performed the procedures revealed that the suture was placed too superficially. Conclusions: the device was not returned for eval. Therefore, no prod eval can be performed. Discussions with the dr that performed the procedures revealed that the suture was placed to superficially.